Manufacturer narrative:
The monitor was returned for evaluation. The reported problem non functional response buttons, indicating a potential device malfunction. Reporting monitor out of an abundance of caution for a potential device malfunction.

Event description:
A us distributor returned a monitor and reported a possible response button issue indicating a potential device malfunction.